Event description:
Additional information: when the introducer needle was inserted into the intrathecal space, it was noted that cerebrospinal fluid ¿gushed¿ out of the needle. A second catheter had been used to determine if there was an occlusion issue with the first catheter, but both catheters had the issue with backflow.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter implant/revision procedure was done. During the surgical procedure the hcp inserted the catheter and removed the guide wire. They were unable to get cerebrospinal fluid backflow after placing the catheter. They attempted to "coa" back using a 27 gauge needle. A second catheter was opened and the same problem occurred. A new catheter was used. There were no patient symptoms/injuries related to this event. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. Analysis of the catheter revealed no significant anomaly.